Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11 additional information: on 24-apr-2026, the following additional information was obtained: the fenestrated bipolar forces (fbf) instrument was inspected prior to use, with no abnormalities or damage noted. The incident occurred during tissue retraction, and the surgeon believes internal interference between instrument arms caused the breakage. The instrument had been in use for approximately two hours. No functional issues were observed during the procedure, but the instrument did collide with other instruments or hard materials, raising the possibility that a fragment fell inside the patient's body during such a collision. A visual inspection during thoracic cavity irrigation and radiographic confirmation were performed to check for fragments, although it is unclear if all fragments were retrieved. No additional surgical procedures were needed to remove the fragment, and post-operative tests, including x-rays, were conducted. The procedure was completed robotically with no injury or post-surgical complications reported for the patient. The instrument is available for return to intuitive surgical, inc. (Isi) while the return of the instrument fragment is unknown. No images or videos of the device or procedure are available for review. Device evaluation: isi received the fbf instrument to perform failure analysis. The fbf instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 0.59mm x 0.44mm was not returned with the instrument. Components adjacent to this broken main tube did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forces instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there is a possibility that the surgical fenestrated bipolar forceps interfered and the fragments remain inside the body due to breakage. The procedure was completed.